Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, when the customer removed the infusion set tubing and performed the fill tubing process, the customer confirmed insulin was not dripping out of the cartridge patient line. The customer loaded a new cartridge, connected infusion set and confirmed insulin was dripping out of the tubing. Customer was successfully able to resume insulin delivery. The customer's blood glucose was 130 mg/dl.